Event description:
It was reported that through a clinical study of all-silicone hydrogel coated pediatric length foley catheter, when asked of complications while using the device, the survey respondent mentioned bowel injury, urethral or bladder trauma and retained fragments from catheter. It was unknown what medical intervention was performed to remove the retained fragments.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that through a clinical study of all-silicone hydrogel coated pediatric length foley catheter, when asked of complications while using the device, the survey respondent mentioned bowel injury, urethral or bladder trauma and retained fragments from catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "silicone too weak to withstand normal forces applied during use". The lot number was unknown; therefore, the device history record could not be reviewed. Although the product catalog number is unknown, the patient provided product catalogue number 175808 to 175810. The 175808 to 175810 share the same IFU. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.